Manufacturer narrative:
It was noted that the hospital would not release the implants, x-rays or op records. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to acetabular loosening.